Manufacturer narrative:
Date of report: 11jun2019. Date received by manufacturer: 04may2019. The customer was advised to replace the battery. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a battery failure. There was no patient involvement.